Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 2 months dental implant was installed in intraoral region 10#, its non-osseointegration was observed. In addition, 60 ncm of primary stability was achieved, the patient presented bone type IV, immediate implant and immediate load were performed, bone graft was executed and trauma over the implant has happened.